Event description:
The surgeon had to drill out the cochlea during the initial surgery due to ossification. Twenty electrodes were inserted. Approx two yrs later the pt was seen at the clinic for evaluation. At that time, part of the electrode lead was visible in the external auditory canal. The area around the extruding electrode lead was infected. The pt was explanted. Further info regarding this pt, who was implanted and resides outside of the USA, has been requested.